Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode and presented to the hospital the following day. Review of stored device memory noted no ventricular tachycardia (vt) episodes that correlated, however, did observe sudden brady response (sbr) episodes that did correlate with the syncope. Boston scientific technical services (ts) reviewed the sbr episodes and noted that sbr pacing in the atrium was noted to be covering up true ventricular beats at times in some of the sbr episodes, however, the device was observed to be functioning appropriately. Boston scientific technical services (ts) discussed the episodes with a hospital health care professional (hcp) and recommended having the patient follow up with their following physician. The cause of syncope was not determined. No additional adverse patient effects were reported. This product remains implanted and in service.